Event description:
While trying to deploy the stent, the physician was unable to unsheath the proximal one third of the stent. Attempted to pull back entire assembly and stent came through puncture site. The physician performed a surgical cut down of the common femoral artery to remove proximal end the protruding stent. The device assembly was thrown away.